Event description:
It was reported that the patient presented for a laser lead extraction. During the procedure, the left ventricular lead exhibited a high pacing impedance as the lead might have been damaged with the extraction equipment. The lead was explanted, and the port was plugged. There were no patient consequences.

Manufacturer narrative:
The reported events of high pacing impedance and ¿lead damaged due to the extraction equipment¿ were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found procedural damage to the lead body insulation. A scanning electron microscope evaluation verified all filars of the inner coil were fractured at the middle region consistent with bending fatigue. The cause of the reported events was due to the fractured inner coil and procedural damage to the lead body insulation. Additional findings found an external insulation abrasion breaching the lead body insulation and exposing the inner coil at the proximal region during visual inspection. The cause of external insulation abrasion is consistent with friction to the device can.